Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that during use of a smiths medical portex® blue line ultra® cuffed tracheostomy tube the cuff was reported to deflate rapidly. There were no reported adverse effects.

Manufacturer narrative:
One used tracheostomy tube was received for investigation, without its original packaging. The sample tracheal tube was visually inspected, and no damage or anomalies were observed on the device. The tracheal tube was also subject to a leakage test by inflating the cuff while submerged water. Leakage was observed coming out between pilot balloon and valve. To ensure no situations or practices were present that could lead to the issue reported, a review of this product's manufacturing process was conducted. It was verified that procedures in the assembly process were being properly followed, and training records were verified up-to-date. An additional 32 sample trach tubes from the same product stores were subject to air leakage testing, and no cuff deflation was detected in any tube. Based on the results of the visual inspection and air leakage test, the investigation confirmed the reported cuff leak.